Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm in zone 4. At unknown time before the procedure, the patient had surgery and a synthetic vessel was placed. It was reported that post deployment, a type ia endoleak was confirmed proximal to the (B)(4). The physician tried to resolve the endoleak with a reliant balloon; however, the balloon ruptured in the artificial vessel during the stent graft modeling. There was no injury to the vessel reported as result of the balloon rupture. The type ia endoleak was not resolved and the physician decided to monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: endoleak, unknown cause of event. Conclusions: unknown cause of event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that a CT scan observed a type iii junction endoleak . Aneurysm enlargement was not confirmed so the patient was being monitored through post-operative follow-up. The physician performed an intervention and implanted a valiant 4646x150, resolving the endoleak. Per the physician's statement, the cause for the type iii junction endoleak was caused by migration.